Event description:
It was reported that the reservoir was cracked out of the packaging. At that time, the contact was advised to return the reservoir and a replacement will be sent. No further details.